Event description:
It was reported that the caller's family member had problems with their device and needed it replaced. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.